Manufacturer narrative:
(B)(4). This lot was manufactured from february 7, 2015- february 9, 2015. The device was received for evaluation. During visual inspection, a mark was observed on the filter of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a mark on the filter of a large volume infusor device. The device was reportedly compounded with fluorouracil. There was no patient involvement. No additional information is available.